Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection confirms the active tip is broken and the ceramic on the distal tip showed signs of activation. No electrical or functional tests were conducted due to the condition of the electrode. This failure has been investigated under supplier CAPA. Root cause: the current design heavily relies on the epotek within the distal assembly to withstand mechanical stresses during aggressive tissue test and to protect the stainless steel from chemical erosion. During use of an electrode the weld joint between active tip and active suction tube weakens due to mechanical fatigue, chemical erosion and a combination of both (stress corrosion pitting). The weld bridge receives mechanical stresses above yield. Corrective actions involving design changes have been implemented to address this failure. This device is from a lot that was manufactured before the tip¿s design change. A batch record review has been conducted and our results indicate that this batch of product was processed with one unrelated incident and therefore there is no internally assignable cause for the reported problem. A review into the complaints system revealed no other complaint for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
The complaint device is not being returned, therefore, unavailable for a physical evaluation. The reported condition could not be confirmed. In an effort of continuous improvement, the tip break failure on cp90 electrodes was investigated under a supplier CAPA and the most likely root cause was determined to be a failure to adhere to the IFU. These failures are caused by using the device at the highest power settings for prolonged periods of time. The CAPA was completed and a new design successfully passed validation and will be released. The current design heavily relies on the epotek within the distal assembly to withstand mechanical stresses during aggressive tissue test and to protect the stainless steel from chemical erosion. During use of an electrode the weld joint between active tip and active suction tube weakens due to mechanical fatigue, chemical erosion and a combination of both (stress corrosion pitting). The weld bridge receives mechanical stresses above yield. However, without physically examining the device, this root cause cannot be confirmed on this device. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with an unrelated nonconformance and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of 300 devices that were released to distribution. The observed complaint rate for this failure mode is well below the expected rate per the risk assessment. At this point in time, no further action is warranted. However; this file remains receptive to any potential forthcoming information received that is pertinent and germane to this issue. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
The complaint device is not being returned, therefore unavailable for a physical evaluation. The reported condition could not be confirmed. In an effort of continuous improvement, the tip break failure on cp90 electrodes was investigated under a supplier CAPA and the most likely root cause was determined to be a failure to adhere to the IFU. These failures are caused by using the device at the highest power settings for prolonged periods of time. The CAPA was completed and a new design successfully passed validation and will be released. The current design heavily relies on the epotek within the distal assembly to withstand mechanical stresses during aggressive tissue test and to protect the stainless steel from chemical erosion. During use of an electrode the weld joint between active tip and active suction tube weakens due to mechanical fatigue, chemical erosion and a combination of both (stress corrosion pitting). The weld bridge receives mechanical stresses above yield. However, without physically examining the device, this root cause cannot be confirmed on this device. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. The observed complaint rate for this failure mode is well below the expected rate per the risk assessment. At this point in time, no further action is warranted. However; this file remains receptive to any potential forthcoming information received that is pertinent and germane to this issue. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Surgeon discovered the metal tip of coolpulse a little detached during arthroscopic surgery, when he took out the coolpulse, the metal tip disappeared. Then called for x ray and discovered the metal tip was inside the shoulder joint. Finally the surgeon took it out and informed me after surgery. The procedure was prolonged 15 minutes.